Manufacturer narrative:
(B)(5). Date sent: 2/2/2023. D4: batch#: 989a89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with an ecr60d reload loaded in the device. Additionally, the reload was received with the left side fully fired, the right side outer row partially fired 1/2, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. In addition, the reload pan was noted to be partially dislodged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number: 989a89, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy: third and last reload - gold with singard - towards the esophagus, the echelon powered stapler has a lot of difficulty advancing then proceeds even if there was something strange and when it reopens the suture has not been made but has only cut the tissue and the reload. There are some crooked open clips and the cartridge is broken. The probe is intact and therefore was not caught in the stapler. Before the event, the stapler had worked well: 1 black and 1 green reloads were used both with singard. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.